Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed multiple falsely low carbon dioxide (co2) patient results and controls generated using the clinical chemistry carbon dioxide reagents. The following data was provided (mmol/l). Sid (B)(6) initial using lot 48549uq11 12.8, repeat using lot 48693uq01 21.1. Sid (B)(6) initial using lot 48549uq11 13.8, repeat using lot 48693uq01 22.2. Sid (B)(6) initial using lot 48549uq11 11.7, repeat using lot 48693uq01 21.3. Sid (B)(6) initial using lot 48549uq11 12.4, repeat using lot 48693uq01 20.5. Sid (B)(6) initial using lot 48549uq11 13.5, repeat using lot 48693uq01 23.9 sid (B)(6) initial using lot 48549uq11 14.6, repeat using lot 48549uq11 8.2., 8.9, 7.8, 7.9, repeat using lot 48693uq01 20.2. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, review of batch records, and a review of labeling. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. During troubleshooting, it was identified that the calibrator values were entered incorrectly. The issue was resolved after the calibrator values were corrected. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified. Conclusion code in evaluation codes was corrected.